Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the mid right coronary artery (rca). Pre-dilatation was performed and the 3.5 x 18 xience v was advanced. During the cross attempt, resistance was felt and as the device was pulled back, the proximal shaft broke (separated). There were no reported pt effects. No additional info was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received.